Manufacturer narrative:
The insulin pump was received with no back light due to faulty panel on the lcd display. No cosmetic damage noted. (B)(4).

Event description:
It was reported by the customer that their insulin pump may have a backlight anomaly. Customer stated they are unable to view programming info due to the darkness of the display screen. Customer stated they do not recall any significant events that led to the alarm or if the device had been dropped. Advised customer to discontinue use of reservoir and revert to back up plan. Customer's blood glucose level was 143 mg/dl at time of reporting. Nothing further reported.